Event description:
Beckman coulter inc. (Bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated one occurrence of a non-reproducible false positive accutni result. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The customer noted that the patient sample was re-spun prior to repeat analysis because fibrin was present in the sample. Per customer, the unit was performing within qc specifications. The customer declined submitting specific data due to the event occuring over 60 days ago.